Event description:
No event occurred. No patients were affected. There is only a potential health hazard discovered by the manufacturer. This issue concerns the display of flags in raytreat. Flags edited in raycare after a patient has been checked in may not always be updated in raytreat.

Manufacturer narrative:
A design error has been identified. Raystation is closely integrated with raycare, which is a stand-alone software oncology information system (ois). Flags are entered in raycare to highlight risks, allergies, implantable devices, or other important information concerning the selected patient. Active flags are shown in the patient panel in raycare and are also propagated to raytreat and displayed there during the treatment delivery session. When a patient is checked in for treatment in raycare, it is verified that the flag status in raytreat is in sync with raycare. However, if flags are edited in raycare after patient checkin, the status may not be updated in raytreat. The behavior to rely only on flags status at checkin is as designed, but current analysis shows that this may introduce a risk of important information being overlooked at treatment delivery. In the event that critical information pertaining to a treatment session is missed, this could lead to unintended or inappropriate treatment. Worst case, a daily treatment could be performed although patient's health status is such that treatment should normally be delayed, potentially leading to more severe side effects than normally accepted.

Event description:
Follow-up of report rsl: MDR 3007774465-2023-00011, 76812 rs rt flags not updated. No event occurred. No patients were affected. There is only a potential health hazard discovered by the manufacturer. This issue concerns the display of flags in raytreat. Flags edited in raycare after a patient has been checked in may not always be updated in raytreat.